Event description:
It was reported that on (B)(6) 2008, percutaneous intervention was performed in the proximal-distal circumflex artery and the 1st obtuse marginal artery for treatment of de novo lesions. Two rx xience v stents (2.5x8, 2.5x12) were successfully implanted in the circumflex artery and one xience v stent (2.5x28) was successfully implanted in the 1st obtuse marginal artery. On (B)(6) 2011, the patient was re-hospitalized for treatment of (B)(6) restenosis involving both circumflex index stents and total occlusion of the obtuse marginal index stent. Angioplasty with a new unspecified drug eluting stent to the left circumflex artery was performed. No intervention was performed to the obtuse marginal. The patient was discharged (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 8 mm and 2.5 x 12 mm xience v stents are being filed under separate medwatch MFR numbers. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).